Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt for cardiac monitoring. According to the rptr, the device alarmed and displayed a service message when the blood pressure cuff was inflating and, at that time, the ECG display was lost and the cuff did not fully inflate. Power was cycled but the rptr stated a similar incident again occurred. A backup device was called for and used. No adverse affects to the pt were reported as a result of the alleged malfunction.